Event description:
Information received indicated that during bypass the motor stopped during the case. Inspection could not determine a cause. The unit was changed out during bypass with no patient complication reported.

Manufacturer narrative:
Analysis: device analysis does not confirm the reason for return: alleged motor failure was not detected. An evaluation of the returned product (console) was performed at medtronic. Findings from performance testing did not duplicate the reported product problem. Operational inspection did not reproduce the alleged failure and the motor performed as expected. Preventative maintenance was performed on the unit and it was returned to the user facility. Although requested, additional event and patient information (gender dob) has not been provided to medtronic. Conclusion: no patient event. Device evaluated and the alleged failure could not be duplicated cause of the event is unk.